Event description:
It was reported via repair work order that the foot end of bed was elevated and wont lower due to alignment/adjustment potentiometer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.